Event description:
It was reported that a patient with a ventricular assist device was seen on the emergency room for multiple low flows alarms.  Review of log file data revealed history of various motor start events with parameters outside of the typical range. Also, the controller exhibited loss of power.  The vad and the controller remain in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date:31-jan-2024/ serial or lot#: (B)(6); d9: no h3: no h4: mfg date: 18-jan-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that fluids were encouraged for the dehydration.

Event description:
It was further reported that the patient was admitted overnight for dehydration and discharged. The ventricular assist device (vad) were within normal parameters, no thrombus was confirmed, and the loss of power was due to a double disconnect of power by the patient.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: controller d4: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on 16/nov/2021 at 11:57:00, on 7/feb/2022 at 03:56:01, on 25/jun/2022 at 08:49:47, on 28/oct/2022 at 04:57:15, on 15/nov/2022 at 20:10:31, on 5/jul/2023 at 15:03:14, on 25/aug/2023 at 20:03:11, on 14/jan/2024 at 10:34:02, on 5/jun/2024 at 04:02:02, on 10/jul/2024 at 04:31:09, on 14/sep/2024 at 07:56:16, on 15/nov/2024 at 23:06:29, on 24/nov/2024 at 09:45:42, on 21/dec/2024 at 19:30:25, and on 13/mar/2025 at 16:36:50, in which the motor start parameters were atypical. Log file analysis revealed a decrease in power consumption and estimated flows over the analyzed period and eighty-one (81) low flow alarms logged since (B)(6) 2025. Additionally, review of the event file revealed one controller power-up event with an associated motor start event logged on 13/mar/2025 at 16:36:42, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 77% relative state of charge (rsoc) and the adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controll ER was without power for eighteen (18) seconds. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flows event. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources by the patient as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.